Event description:
It was reported that the patient experienced the reservoir migrating towards the groin area due to ectopic placement with an inflatable penile prosthesis (ipp). The ipp reservoir was explanted and a new ipp reservoir was implanted. Should additional relevant details become available, a supplemental report will be submitted.